Event description:
Device received from (B)(6) stating there was debris in sterile pouch. The device was not being used in surgery. It is unk if injury or medical intervention occurred. There is no add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).